Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee arthroplasty(tka) surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a total knee arthroplasty(tka) surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported blade involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The blade was evaluated by product engineering who concluded that it is possible that excessive force and/or the application of a bending moment along with metal contact while cutting could have caused the blade to break. The handpieces instruction for use(IFU) associated for use with this blade contain the following warning; ""do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures.""